Event description:
Health care professional (hcp) reported patient (pt.) Receiving hemodialysis treatment (tx) on 550 device. Goal weight (wt.) To be removed was set at 2.3 kg in 3.5 hours at a blood flow rate of 425 cc. Pt complained of "feeling bad" and blood pressure was charted as decreased and pt being hypotensive. Pt was removed from device and weighed. Pt wt reflected the goal wt for tx had been reached. Ultrafiltrate display showed 3.4 kg was removed. Pt was placed back on device and normal saline was administered and weight to be removed was decreased. Pt continued to be dialyzed without additional filtrate to be removed. Pt vital signs returned to within normal limits. No other medical intervention was necessary and pt left facility in stable condition without further complaints.